Event description:
It was reported that ¿battery compartment broken¿. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found a damaged dso seal and a damaged battery compartment. The complaint was confirmed. What caused the damage to the battery compartment was not established. The battery compartment was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.